Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an external device. It was reported that the patient's (pt) communicator was not working. The communicator had been on the charger and it had not been working. When they got there they tried to reboot it and realized the connector was out because it did not get charge. Caller did not have the communicator with them. Caller will call back with communicator present. Pt rep called back, and they tried hard reset during the call which was not successful. A replacement communicator was sent out.  2024-aug-15 rtg0636190 (con): additional information was received. It was reported that they still have not received the communicator replacement from this case. Pt rep stated the pt is in pain and wants the communicator as soon as possible 2024-aug-16 rtg0636190 (con): additional information was received. Patients rep called in asking on order status of replacement communicator. Agent reviewed tracking information with caller and confirmed package was delivered to correct address. Caller was escalated on call.  2024-aug-20 rtg0636190 (con): additional information was received. It was reported that the son of patient called reporting same events and stating the patient has gotten the equipment however still having issues with connecting. Caller states the patient called him crying because they are pain and states the system shuts off after a few minutes, agent advised to troubleshoot and the caller was not with the patient to do any troubleshooting or gather the serial number. Caller became upset during call and wanted to know what to do, agent advised to try resets on both pieces of equipment and to call their healthcare provider (hcp) to have the device checked if the resets do not work. Caller ended call.